Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A medtronic representative received an email regarding the customer's recent hospitalization. The customer had a heart attack and she does not rule out the possibility that it was diabetes related. While at the hospital she also experienced diabetic ketoacidosis and blood glucose levels between 400 mg/dl and 500 mg/dl. The customer had a second heart attack, which she believes is the result of the bent cannula on her infusion set triggering high blood glucose levels. The customer did not receive any alerts or alarms regarding her hyperglycemia or potential lack of insulin delivery. The customer was allowed to wear her insulin pump in the hospital but she had issues managing her diabetes. The customer is now at home and doing very well. Troubleshooting was declined and no products were returned, and since the customer was low on supplies three reservoirs and infusion sets were shipped to her residence.